Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient eventually got hospitalized due to diabetes ketoacidosis on (B)(6) 2024. The glucose level high (specific value unknown) and patient was treated with multiple daily injection. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.